Event description:
The pt was experiencing signs of drug withdrawal. The volumes have been accurate, a rotor study was done, and a dye study is scheduled to be done. A follow up report will be sent when add'l info is rec'd.